Event description:
On (B)(6) 2011, abbott pont of care was contacted by a customer regarding I-stat troponin cartridge that yielded a high failure rate 50% on a box of 20 cartridges for quality check code (qcc) 123. Based on the info available at the time, there were no injuries associated with this event. The investigation was completed on (B)(6) 2011. Retained cartridge test for lot# t11087 results was not able to reproduce the customer complaint of qcc 123 and met the acceptance criteria for detected errors. However, the lot did not meet the acceptance criteria for the rate of undetected (udt) errors. There is unsufficient evidence from abbott point of care controlled cartridge to suggest that there is a deficiency related to qcc 123. Investigation to root cause for undetected errors is ongoing.

Manufacturer narrative:
(B)(4).